Event description:
Caller reported experiencing cgm error 42 with a g7 sensor. There was no reported impact to the customer¿s blood glucose level. Cts provided complete pump reset information, and the caller planned to reset the pump and follow up if the issue persisted.